Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, olympus sent out the device for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's review of third-party culture testing of the device biopsy channel before repair. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and damage to the forceps elevator wire pipe (k-pipe) was observed that could compromise water tightness. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: none detected. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. It is possible however, that the observed damage to the forceps elevator pipe and compromised water tightness, could result in insufficient devise reprocessing. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported: the customer reported an unknown cfu count of staphylococcus aureus. A second culture test was performed and resulted in unknown cfu of s. Aureus, c. Glabrata, c. Albicans, klebsiella variicola, klebsiella pneumoniae en s. Epidermidis.